Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver a bolus as intended. Customer's blood glucose level was 359 mg/dl. Reportedly, customer attempted to deliver a second bolus which was successfully delivered, and the issue was resolved.